Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that parts of the display were missing on the pump touch screen. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.